Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of two for the same event.

Event description:
The customer reported four rapidflaps were used in the surgery, however, two posts broke just above the plates. The surgery was completed and the broken pieces were left in the patient. No long term or permanent damage is anticipated as this is a resorbable product.